Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that due to need for back surgery, patient had implantable pulse generator explanted and penta lead remains clipped and implanted in the patient. Patient is stable.